Manufacturer narrative:
Submit date: 06/17/2016. An investigation is currently under way. Upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a gauze dressing. The customer reports the dressing tore off the patient's skin. No further information can be attained.

Manufacturer narrative:
There were no lot number identified, therefore a device history record (DHR) review was not able to be completed. All dhrs are reviewed for quality prior to release of product. There were no samples submitted with this complaint therefore the reported condition could not be confirmed. The complaint shall be reopened if a sample is received. The exact root cause of the reported condition could not be determined without an actual sample to examine. Skin irritation is most likely attributed to individual's skin sensitivity. Prior to a lot's release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Root cause could not be determined without a sample to evaluate, and tests indicated no issues with the product form factor itself, therefore no corrective and preventive action will be taken. An existing formal investigation action is not being taken to address this reported issue. This information will be utilized for trending purposes to determine the need for corrective actions. Further containment not required for this complaint.